Event description:
Please see user facility medwatch report form #(B)(4) attached to this report.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: ask if the device is available for analysis? Yes. How was the procedure was completed? With second like device. If any of the black shaft covering fell into the patient? No. If so how was the black shaft material retrieved. Was there any patient consequence?